Manufacturer narrative:
The hill-rom technician found the found the latch broken. Per the hill-rom service manual: do a periodic inspection to make sure all bed functions operate correctly, especially the safety features. Safety features include, but are not limited, to these: connectors where the bed sections bolt together; tighten as necessary. Side rail latching mechanisms. Caster braking systems. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the right head siderail assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the siderail was not latching. The bed was located at the account in room 238. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).